Event description:
After having a diagnostic mammogram at (B)(6) I began to experience immediate pain in my left breast, my left arm, thoracic area, and back. I had no pain symptoms before this procedure. In addition, I have experience pronounced fatigue since that time, and now have swelling located between my left arm pit and left breast that was not present before the procedure. My concern is that there may have been more radiation than necessary administered during the testing by the technician, or that the radiation equipment may have been defective resulting in my continued symptoms and signs of adverse outcomes from my health care visit to this location. I have informed the referring doctor of these concerns. (B)(6).